Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported via a clinical study that the patient underwent kyphoplasty surgery at t12 due to some unspecified reasons. Intra-op, cement extravasation occurred in the inferior disk space. There was no an untoward medical occurrence or negative clinical event.